Event description:
It was reported that the patient presented for a procedure. During the procedure, the physician noted that the right ventricular (rv) lead was bent, and the helix was unable to screw into the tissue. Upon visual inspection, a x-ray confirmed that the rv lead was indeed bent. The physician opted to replace the rv lead, a new lead was successfully implanted. The patient was in stable condition. Further information was requested but not received.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported event of the lead bent was not confirmed. As received, a complete lead was returned in one piece with the lead helix retracted and clogged with blood and tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event was due to the helix clogged with blood and tissue. Visual and x-ray analysis was normal with no anomalies found.